Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incident of diabetic ketoacidosis. The reporter stated the pt was very sick for 24 to 36 hours. With blood glucose >300mg/dl and vomiting approx 30 times. The reporter eventually took the pt to the hosp. Upon admission the pt was diagnosed as being in dka. The pt was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.